Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent ilet alerts and episodes of low blood glucose, including a documented value in the 40s mg/dl, and self-treated with oral glucose in the form of approximately 4 oz of orange juice every 15 minutes until glucose returned to range; the user requested help correcting the issue and accepted additional training. Symptoms included hypoglycemia with associated device alerts, sweating, confusion and slurred speech. Outcomes included temporary interference with sleep and the need for oral carbohydrate intervention. Investigation included case review and coordination with training resources. Investigation of this case revealed that the cause of hypoglycemia was unclear and that additional user training was assigned; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and user training was appropriate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.